Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a history of p-waves visible on the right ventricular (rv) channel with intermittent undersensing. It was noted that automatic gain control (agc) was already programmed to 1 mv. Technical services (ts) discussed troubleshooting options and programming considerations, however programming options were limited because the p-waves came before the qrs. This ICD remains in service. No adverse patient effects were reported.